Event description:
The pt had undergone a diagnostic procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6fr device. When attempting to achieve access, difficulty was encountered. The physician was able to achieve marking, however noted resistance with deployment. The device was deployed and both needles did not present at the hub. Needle backdown was successful. The physician redeployed the device and the posterior needle presented. The physician removed the posterior needle and attempted backdown of the device. Backdown was unsuccessful and the pt was taken to surgery for device removal and closure of the arteriotomy. The pt recovered with no further incident.